Manufacturer narrative:
.

Event description:
It was reported that the patient expired. Review of session records revealed that the device delivered two shocks that did not rescue the patient. Subsequent charges were aborted. Alerts noted hv lead impedance out of range, possible hv lead issue, possible hv circuit damage, and all therapies delivered without terminating arrhythmia.